Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the nurse assembled the box-trial tc3: (the equipment of femoral trial-size 4), the screw didn't round at all. The nurse asked the surgeon to round the screw, but also the screw didn't round at all. Then both box-trial tc3 and trial-box screwdriver got broken. The surgery was performed successfully with femoral trial-size 2.5 and ao small driver instead.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted screwdriver found the hex tips exhibiting wear. The screwdriver has been subjected to heavy usage and has worn out due to normal use and servicing. The root cause is attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Examination of the returned 961054 pfc*sigma tc3 fe bx trl/sz4 confirms that the set screw is stuck. Wear and tear is evident. The root cause is attributed to device wear from normal use and servicing. The device has been subjected to heavy usage and is worn out. Based on the root determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.